Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a chait percutaneous cecostomy catheter was initially placed in (B)(6) 2013 in the patient's caecum. The device has typically been changed once a year, although the instructions for use (IFU) advise replacement every six months. The patient experienced nerve/muscle damaged on an unknown date and has requested a tube exchange. It was also reported that the "plastic is worn off by the body acidity", although the specific component that was worn off was not described. The facility does not want to change the tube as it was placed last year. To date, additional information regarding the patient and event are unknown. As reported, the device is operating as intended and still in use.

Manufacturer narrative:
Investigation evaluation: a review of the instructions for use (IFU), manufacturing instructions and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Based on the information provided, no product returned, and the results of our investigation, a definitive root cause could not be determined. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.